Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptoms for congestive heart failure and the right atrial (ra) lead exhibited non capture and intermittent undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.